Event description:
It was reported to baxter (B)(4) that an intermate lv100 which had a cracked luer connector after use. The device had infused the patient with 200 milligrams vancomycin in 100 milliliters 0.9% nacl when it was observed that the luer connector was cracked. The device was used with a posiflo connector from becton dickinson. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.